Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The device investigation determined that it was likely that the device had excess force applied (load exceeding resistance) which led to breakage of the distal end. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure the tip jaw was damaged and fell off. The procedure was completed with a similar device. The tip that fell off has been recovered and there is no health hazard. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found the distal end was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.